Manufacturer narrative:
During the quality investigation testing, the device exceeded the maximum allowable temperature on the spindle housing. Further investigation revealed corrosion inside the motor assembly and there was no lube inside the bearing. The device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent to stryker service with a request for repairs and it overheated during quality investigation testing testing. There was no patient involvement and no adverse event was associated with this event.